Event description:
A report was received that the patient's ipg would not connect with the remote control (rc). The physician was not sure if there was an issue with the ipg, if it was simply not charged or placement was incorrect. The patient underwent a replacement of the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Event date: (B)(6) 2015.

Event description:
A report was received that the patient's ipg would not connect with the remote control (rc). The physician was not sure if there was an issue with the ipg, if it was simply not charged or placement was incorrect. The patient underwent a replacement of the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of telemetry anomaly was not confirmed. Device was charged, then tested with multiple remote controls/wands and was able to perform all telemetry functions. Device exhibited normal telemetry functions. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 60 ¿ 70ma, which indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 5mv per day, which was within the expected range. Device exhibited normal charging and discharging characteristics.